Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that right atrial lead exhibited noise oversensing resulting in inappropriate mode switch. The noise oversensing will continue to be monitored and the patient was in stable condition.